Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32318. It was reported during a spinal cord stimulator trial procedure on (B)(6) 2020, the physician was unable to advance the leads due to patient¿s anatomy. As a result, the procedure was abandoned.